Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information provided to date. No product information has been provided to date.

Event description:
It was reported that the cassette caused no disposable alarm on two different pumps. No patient injury was reported.